Event description:
It was reported that the patient is deceased. The patient is reported to have been admitted to a cardiac care unit due to heart failure and ventricular fibrillation (vf) was observed on the heart monitor the morning of the patient death. The implantable cardioverter defibrillator (ICD) is reported to have been ¿not working¿ and external defibrillation was performed. The vf did not terminate and the patient died. It was further reported that undersensing was present and the device did not sense the vf.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Concomitant product: unknown competitor lead, implanted: (B)(6) 2005. (B)(4).